Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The relative of customer reported via phone call that the customer was in the hospital due to diabetic ketoacidosis on an unknown date. Customer was vomiting in the morning. No further details given about their hospitalization as relative of customer was pushing to troubleshoot the insulin pump. Relative of customer needed to disconnect the call as customer was being moved to a new room in the hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer was not using auto mode feature at the time of reported high blood glucose. User also reported that they noticed leak at infusion set. Insulin pump will not be returned for analysis.